Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified malfunction occurred. The patient's parent reported that the patient experienced a hypoglycemic event while actively using a cgm sensor. The patient's father contacted support to inquire about accessing historical data from the cgm device to better understand the circumstances surrounding the event. The father reported that on (B)(6) 2025, the patient experienced hypoglycemic shock and has since remained in a non-responsive coma. She has now been transferred to hospice care at the reporter¿s residence. The reporter was uncertain about what may have occurred with the cgm or omnipod system that led to this outcome but was seeking information to support ongoing care and understanding of the event. Since the incident, the patient¿s glucose levels have been monitored via fingerstick testing. During the call, the father also inquired about initiating the dexcom g7 system and using the follow app, expressing frustration that an alert from the app on (B)(6) might have prevented the current outcome. He stated, ¿that would have been nice to know (follow app alert) on (B)(6) that she was going low, she wouldn't be in a coma right now.¿ the reporter questioned how long the patient may have been in a hypoglycemic state on the date of the event. He shared that the patient had reportedly told a sister or friend that evening that she had administered 41 units of insulin at once. The patient was later found unconscious by her 8-year-old daughter, who called 911. Details regarding emergency treatment or management of the hypoglycemic shock were not documented. A guardianship form was received, indicating the patient sustained a global anoxic/hypoglycemic brain injury, resulting in near-total unresponsiveness and unconsciousness. No additional clinical or device data was available at the time of the report, and the reporter was unable to provide further details. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 11/17/2025. Data was further reviewed for the time period of interest. The data indicates that the sensor session started at 1:20 pm on (B)(6) 2025. The session lasted 1 day and 16 hours and ended when the sensor failed due to low counts aberration. There were no bg meter calibrations performed during the entire session. Pump was working as intended. The probable cause could not be determined via data. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).